Manufacturer narrative:
Other, other text: b3 unknown, d4: UDI (B)(4). One device was returned for analysis. Visual inspection showed a damaged battery compartment. The tamper seal was broken. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was not duplicated, however an inoperable dso sensor was confirmed. The cause of the reported issue was unknown. As a result, the dso sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com

Event description:
It was reported that the pump experienced board issue. No patient injury was reported.